Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up the pulse generator exhibited diagnostic anomaly. The device remained implanted.